Event description:
Nurse was priming a bbraun infusomat space tubing set connected to a bbraun extension set and noticed solution leaking at the junction of the clear tubing and the white injection port of the extension set. The tubing and the extension set were both clamped but fluid still leaked. Nurse changed the extension set and no leaking observed on the new extension set. This was never connected to the patient. This was observed while priming the tubing.